Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that arthrogram tray had foreign matter in the tray. This was discovered before use. The following information was provided by the initial reporter: material no: 4325 batch, no: 0001331662. It was reported that: debris found in sterile arthrogram trays on two different incident dates (B)(6). I have received two reports of sterile arthrogram trays not being sterile upon opening.